Event description:
Additional information received stated that the patient passed away on (B)(6) 2021. The cause of death was related to the cerebrovascular accident that took place on (B)(6) 2021. The device was functioning as intended as the patient passed away in his sleep. No abnormal pump parameters were noted, the pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came for a routine clinic visit on (B)(6) 2021. The patient presented with left sided weakness, facial drooping, and complaints of drooping while eating. This all started about a week prior after the patient had a fall and hit his head. The patient did not call the implanting center with these symptoms. The patient was admitted and testing confirmed a past embolic stroke. A computed tomography (CT) scan was done, but no further intervention was done. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Patient age was estimated based on age at time of implant . Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.